Event description:
The patient presented to the clinic for a routine follow up. Device interrogation indicated high lead impedance and high pacing threshold. Lead fracture was suspected. The patient will be scheduled for lead replacement.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.